Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats procedure, the physician mentioned that the trocar tip broke during the procedure. The physician was not able to find the plastic tip. The physician tried to use fluro but he still wasn't able to find the tip. No injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The obturator was received. Visual inspection of the obturator noted the tip was disengaged. Functional testing could not be performed due to the condition of the instrument. Based on the evaluation findings, the root cause of the disengaged obturator tip can be attributed to improper handling of the device during clinical application. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur from mishandling that causes the tip of the obturator to disengage during clinical use. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.